Event description:
It was reported that a 45-year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate plus profile 350cc saline prosthesis (left) and a mentor smooth round moderate plus profile 350cc saline prosthesis (right) experienced bilateral deflation and bilateral capsular contracture post procedure. The implants appeared to have shrunk and were no longer fitting in her bra correctly. The breasts had hardened. The hardening on the right side was occurring at the top. The hardening on the left side was occurring at the bottom. The breasts were painful and also heavy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-07285 for contralateral prosthesis report.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: pc-(B)(4).